Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 25 mmol/l. The customer was treated with injection and his blood glucose was 17mmol/l. The customer reported via phone call indicating that he had off power anomaly. Customer's blood glucose at time of incident was 25mmol/l. The customer was offered to send him an iw replacement pump but declined.